Event description:
Based on the additional information received on 03-dec- 2015, the case initially considered as non-serious was updated to serious as an event of injection site infection having seriousness criteria of hospitalization was added. Also, the seriousness criteria of hospitalization was added for the event of presence of a bump/injection site mass/accumulation of pus. Upon internal review on (B)(4) 2015, the reporter causality has been updated from not reported to associated. This solicited device case from (B)(6) was received on (B)(6) 2015 from a patient's daughter via patient support program. Study title: patient support program involving synvisc. This case involves a (b)(46 years old male patient who received treatment with synvisc and experienced injection site infection, inflammation in zone of application and presence of a bump/injection site mass/ accumulation of pus, and there was no improvement after the application of synvisc/still presents pain in both knees (device ineffective). The patient's medical history included pain in both the knees. No past drugs, concurrent condition and concomitant medications were reported. On an unknown date, the patient started treatment with intra-articular synvisc injection (dose reported as 1 injection), (6 injections: 3 applications per knee) weekly (batch/lot number and expiry date: unknown) into both knees for knee osteoarthritis grade IV. On (B)(6) 2015, after an unknown latency, the patient experienced injection site infection (right knee), presented inflammation and the presence of a bump in the zone of application. It was reported that a corrective treatment (unspecified) was prescribed by the physician. It was reported that as of (B)(6) 2015, injection site inflammation continued and the injection site mass was only present in one knee. It was reported that there was no improvement after the application of synvisc and the patient still presented pain in both knees. The patient was prescribed analgesics (unspecified) for pain. The patient was hospitalized due to injection site infection (right knee) from (B)(6) 2015. It was reported that it was due to a hospital acquired infection, during the application of synvisc. The injection site mass was an accumulation of pus (abscess). The medical treatment received by the patient during the hospitalization was unknown. Currently, the patient was recovered. Action taken: no action taken. Corrective treatment: unspecified for injection site infection, presence of a bump/injection site mass/accumulation of pus and inflammation in zone of application outcome: recovered for inflammation in zone of application, injection site infection and presence of a bump/injection site mass/accumulation of pus a pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: associated for injection site infection, inflammation in zone of application and presence of a bump/injection site mass/accumulation of pus and not reported for no improvement after the application of synvisc/still presents pain in both knees. Company causality: associated for injection site infection, inflammation in zone of application and presence of a bump/injection site mass/accumulation of pus and not associated for no improvement after the application of synvisc/still presents pain in both knees. Seriousness criteria: hospitalization for injection site infection and presence of a bump/injection site mass/accumulation of pus the case is closed. Additional information was received on 17-nov-2015. Global ptc number and results were added. Text was amended accordingly. Additional information was received on (B)(6) 2015 from the patient's wife. An event of no improvement after the application of synvisc/still presents pain in both knees was added along with the details. Medical history was added. The outcome for the events inflammation in zone of application and presence of a bump was updated from unknown to not recovered/not resolved. Indication and frequency of synvisc was added. Clinical course was updated and text was amended accordingly. Additional information was received on 03-dec-2015. The case initially considered as non-serious was updated to serious as an event of injection site infection having seriousness criteria of hospitalization was added with details. Also, the seriousness criteria of hospitalization was added for the event of presence of a bump/injection site mass/accumulation of pus. Event verbatim for the event of presence of a bump was updated to presence of a bump/injection site mass/accumulation of pus. Outcome for the events of presence of a bump/injection site mass/accumulation of pus and inflammation in zone of application was updated from not recovered to recovered. Clinical course updated. Text was amended accordingly. Additional information was received on 04-dec-2015. The ptc results were added and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated (B)(6) 2015: information received does not change the prior assessment of case. Sanofi company comment for follow up dated (B)(6)2015: this case concerns a (B)(6) years old male patient who received treatment with synvisc for osteoarthritis at unknown dates and was reported to have developed injection site infection and accumulation of pus at injection site. As per the information received, it was indicated that the infection was hospital acquired while the patient was in hospital during administration of synvisc, hence, a positive temporal relationship between the occurrence of the event and application of synvisc can be established. However, since there is no information regarding the technique of injection and the conditions under which the patient received synvisc application, that could have led to the development of infection, and subsequently abscess, the assessment of causal role cannot be completed.

Event description:
Based on the additional information received on (B)(6) 2015, the case initially considered as non-serious was updated to serious as an event of injection site infection having seriousness criteria of hospitalization was added. Also, the seriousness criteria of hospitalization was added for the event of presence of a bump/injection site mass/accumulation of pus. Upon internal review on (B)(6) 2015, the reporter causality has been updated from not reported to associated. This solicited device case from (B)(6) was received on (B)(6) 2015 from a patient's daughter via patient support program. Study title: patient support program involving synvisc this case involves a (B)(6) old male patient who received treatment with synvisc and experienced injection site infection, inflammation in zone of application and presence of a bump/injection site mass/ accumulation of pus, and there was no improvement after the application of synvisc/still presents pain in both knees (device ineffective). The patient's medical history included pain in both the knees. No past drugs, concurrent condition and concomitant medications were reported. On an unknown date, the patient started treatment with intra-articular synvisc injection (dose reported as 1 injection), (6 injections: 3 applications per knee) weekly (batch/lot number and expiry date: unknown) into both knees for knee osteoarthritis grade IV. On (B)(6) 2015, after an unknown latency, the patient experienced injection site infection (right knee), presented inflammation and the presence of a bump in the zone of application. It was reported that a corrective treatment (unspecified) was prescribed by the physician. It was reported that as of (B)(6) 2015, injection site inflammation continued and the injection site mass was only present in one knee. It was reported that there was no improvement after the application of synvisc and the patient still presented pain in both knees. The patient was prescribed analgesics (unspecified) for pain. The patient was hospitalized due to injection site infection (right knee) from (B)(6) 2015. It was reported that it was due to a hospital acquired infection, during the application of synvisc. The injection site mass was an accumulation of pus (abscess). The medical treatment received by the patient during the hospitalization was unknown. Currently, the patient was recovered. Action taken: no action taken corrective treatment: unspecified for injection site infection, presence of a bump/injection site mass/accumulation of pus and inflammation in zone of application outcome: recovered for inflammation in zone of application, injection site infection and presence of a bump/injection site mass/accumulation of pus a pharmaceutical technical complaint was initiated with global ptc number: 40049 the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter causality: associated for injection site infection, inflammation in zone of application and presence of a bump/injection site mass/accumulation of pus and not reported for no improvement after the application of synvisc/still presents pain in both knees company causality: associated for injection site infection, inflammation in zone of application and presence of a bump/injection site mass/accumulation of pus and not associated for no improvement after the application of synvisc/still presents pain in both knees seriousness criteria: hospitalization for injection site infection and presence of a bump/injection site mass/accumulation of pus the case is closed. Additional information was received on (B)(6) 2015. Global ptc number and results were added. Text was amended accordingly. Additional information was received on (B)(6) 2015 from the patient's wife. An event of no improvement after the application of synvisc/still presents pain in both knees was added along with the details. Medical history was added. The outcome for the events inflammation in zone of application and presence of a bump was updated from unknown to not recovered/not resolved. Indication and frequency of synvisc was added. Clinical course was updated and text was amended accordingly. Additional information was received on (B)(6) 2015. The case initially considered as non-serious was updated to serious as an event of injection site infection having seriousness criteria of hospitalization was added with details. Also, the seriousness criteria of hospitalization was added for the event of presence of a bump/injection site mass/accumulation of pus. Event verbatim for the event of presence of a bump was updated to presence of a bump/injection site mass/accumulation of pus. Outcome for the events of presence of a bump/injection site mass/accumulation of pus and inflammation in zone of application was updated from not recovered to recovered. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2015: this case concerns a (B)(6) old male patient who received treatment with synvisc for osteoarthritis at unknown dates and was reported to have developed injection site infection and accumulation of pus at injection site. As per the information received, it was indicated that the infection was hospital acquired while the patient was in hospital during administration of synvisc, hence, a positive temporal relationship between the occurrence of the event and application of synvisc can be established. However, since there is no information regarding the technique of injection and the conditions under which the patient received synvisc application, that could have led to the development of infection, and subsequently abscess, the assessment of causal role cannot be completed.